Event description:
Da vinci prograsp instrument stopped working while md was using instrument. Jaws would not open. Or tech started to remove the instrument from the sterile field and the silver metal tab button broke off on the outside of the pt. Button retrieved and instrument removed from the field and replaced with another da vinci instrument. Original instrument had 4 lives left.what was the original intended procedure?total laparoscopic hysterectomy